Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet system, attributed to infusion set deployment issues and a possible connector issue, with site changes performed multiple times due to suspected poor absorption and visible blood in the line; the event was managed through troubleshooting and education on insulin on board and monitoring. Symptoms included high blood glucose readings, reportedly up to 350 mg/dl. Outcomes included stabilization of blood glucose after the third site change and continued monitoring without hospitalization. Investigation included review of user-reported history and remote troubleshooting guidance. Investigation of this case revealed that improper infusion set placement and a blood-contaminated line were consistent with impaired insulin delivery, resolving after correct site replacement. It was concluded, based on previously established findings for similar reports, that the cause was user-related infusion set deployment error leading to transient hyperglycemia.